Event description:
Patient reported experiencing erratic blood glucose levels. Patient stated on (B)(6) 2014 her blood glucose level was 67 mg/dl before dinner and after two hours it was 55 mg/dl. Patient reported that in the morning on (B)(6) 2014 her blood glucose level was 224 mg/dl and after 3 hours it was 189 mg/dl. Patient stated before lunch her blood glucose level was 45 mg/dl and after eating it was 56 mg/dl without having done any bolus. Patient reported that in the afternoon her blood glucose level was 120 mg/dl and before dinner it was 100 mg/dl. Patient stated she did a bolus of 4.7 units of insulin before eating and after dinner her blood glucose level was 35 mg/dl, so she ate some sugar and the value rose up to 52 mg/dl. Patient's normal blood glucose level was not provided. Patient reported she changed the infusion set last saturday and then she changed it again yesterday evening. Patient stated she thinks the infusion device delivers too much insulin. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.